Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, adenomyosis and dysuria. Family history included heart failure (*mother) and heart attack (*father). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) of 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cyst ("cyst"), abdominal pain ("abdomen pain") and vomiting ("digestive couldn't eat and keep food down") and was found to have neoplasm ("tumor"). On an unknown date, the patient experienced abdominal distension ("bloating") and complication of device insertion ("right tube was twisted & dr. Had problems inserting"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, neoplasm, cyst, abdominal pain, vomiting and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device insertion, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result: other (please describe) not sure. Lot number: 774371 manufacture date: (B)(6) of 2010, expiration date: (B)(6) of 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, adenomyosis and dysuria. Family history included heart failure (*mother) and heart attack (*father). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cyst ("cyst"), abdominal pain ("abdomen pain") and vomiting ("digestive couldn't eat and keep food down") and was found to have neoplasm ("tumor"). On an unknown date, the patient experienced abdominal distension ("bloating") and complication of device insertion ("right tube was twisted & dr. Had problems inserting"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, neoplasm, cyst, abdominal pain, vomiting and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device insertion, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result: other (please describe) not sure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number, events: vomiting, complication of device insertion were added. Event onset date, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, adenomyosis and dysuria. Family history included heart failure (*mother) and heart attack (*father). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), cyst ("cyst") and abdominal pain ("abdomen pain") and was found to have neoplasm ("tumor"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, neoplasm, cyst and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, neoplasm, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result: other (please describe) not sure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Family history, medical history and lab data added. Event injury nos deleted and new events pelvic pain, abnormal bleeding (vaginal), menorrhagia/ menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, tumor, cyst, abdomen pain and fatigue added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.